Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient that the ucor hfams patch caused many skin irritations. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to end use and return the device. Outcome of the skin irritation is unknown.